Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. Additional review indicated method code is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that from time to time the controller would change channels on the patient. It would change from program b to program a or c, so they would get an electrical shock around their rib cage which was distressing for the patient. Replacing the controller battery pack did not resolve the issue. No further complications were reported or anticipated. Additional information was received and it was reported that the device changes programs without them knowing and it would turn off without them knowing it. When they looked at their remote the change had happened without the manually changing it. The patient stated the programmer would freeze frequently and they had to manually reset it. The problem was intermittent. The patient denied living close to large sources of emi. The equipment did not show signs of malfunction during a visit with a manufacturing representative on (B)(6) 2018. The issue was not resolved at the time of the report. The cause remained unknown and the patient would contact the manufacturer if the issue persisted. The patient was alive with no injury. No further complications were reported or anticipated. The patient's medical history includes chronic pain.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated his device changes programs without his knowing, and it turns off without his knowing. When the patient looks at his remote the change has happened without him manually changing it. The patient stated that his programmer freezes frequently and he has to manually reset it frequently. This problem is intermittent. The patient denies living close to sources of emi. The patient's equipment did not show signs of malfunction during their visit on (B)(6) 2018. The patient was instructed to call when the problems occurs again. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.